Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses"), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on or about (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, abortion spontaneous, pregnancy with contraceptive device, intra-abdominal haemorrhage, pelvic pain, abdominal pain, menorrhagia, migraine, fatigue and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, perforation, pregnancy with contraceptive device and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed placement and full occlusion of tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/uterine perforation"), embedded device ("embedded in the myometrium of the fundus of the uterus"), ectopic pregnancy with contraceptive device ("pregnancy with essure - embryo in tube"), genital haemorrhage ("abnormal bleeding (general)"), intra-abdominal haemorrhage ("severe abdominal bleeding") and menorrhagia ("increase in menses") in a female patient who had essure (batch no. 625636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and knee pain. Concurrent conditions included vaginitis, back pain, fungal cystitis, osteoarthritis (both knees), myalgia, pelvic discomfort, dysuria, chest pain and morbid obesity. On (B)(6)2007, the patient had essure inserted. On (B)(6)2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain upper ("stomach pain"), abdominal pain lower ("cramping"), headache ("headaches") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, embedded device, ectopic pregnancy with contraceptive device, intra-abdominal haemorrhage, menorrhagia, migraine, fatigue, vaginal discharge, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, weight increased, headache and vulvovaginal pain outcome was unknown, the genital haemorrhage, abdominal pain upper and abdominal pain lower had resolved and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: outcome of the pregnancy was reported as termination (embryo was in tubes) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2008: results: confirmed placement and full occlusion of tubes; on (B)(6)-2008: no evidence for contrast filling or spillage of contrast from the fallopian tubes.. Pathology test - on an unknown date: uterus and cervix, total abdominal hysterectomy: endometrium with cyst atrophy and exogenous hormonal effect unremarkable myometrium no atypical proliferations identified. Ultrasound scan - on an unknown date: uterus 4.5 x 4.8 x 5.3cm, ems 3.2mm poorly defined secondary to ablation, anterior adenomyosis essure coils present right ovary 1.4 x 2 x 0.9cm left ovary 2.3 x 1.3 x 2.0cm; on an unknown date: visualizes them embedded in the myometrium of the fundus of the uterus in addition to suspected adenomyosis.. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records:device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/uterine perforation"), embedded device ("embedded in the myometrium of the fundus of the uterus"), ectopic pregnancy with contraceptive device ("pregnancy with essure - embryo in tube"), genital haemorrhage ("abnormal bleeding (general)"), intra-abdominal haemorrhage ("severe abdominal bleeding") and menorrhagia ("increase in menses") in a female patient who had essure (batch no. 625636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and knee pain. Concurrent conditions included vaginitis, back pain, fungal cystitis, osteoarthritis (both knees), myalgia, pelvic discomfort, dysuria, chest pain and morbid obesity. On (B)(6)2007, the patient had essure inserted. On (B)(6)2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain upper ("stomach pain"), abdominal pain lower ("cramping"), headache ("headaches") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). At the time of the report, the uterine perforation, embedded device, ectopic pregnancy with contraceptive device, intra-abdominal haemorrhage, menorrhagia, migraine, fatigue, vaginal discharge, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, weight increased, headache and vulvovaginal pain outcome was unknown, the genital haemorrhage, abdominal pain upper and abdominal pain lower had resolved and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: outcome of the pregnancy was reported as termination (embryo was in tubes) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: confirmed placement and full occlusion of tubes; on (B)(6)2008: no evidence for contrast filling or spillage of contrast from the fallopian tubes.. Pathology test - on an unknown date: uterus and cervix, total abdominal hysterectomy: endometrium with cyst atrophy and exogenous hormonal effect unremarkable myometrium no atypical proliferations identified. Ultrasound scan - on an unknown date: uterus 4.5 x 4.8 x 5.3cm, ems 3.2mm poorly defined secondary to ablation, anterior adenomyosis essure coils present right ovary 1.4 x 2 x 0.9cm left ovary 2.3 x 1.3 x 2.0cm; on an unknown date: visualizes them embedded in the myometrium of the fundus of the uterus in addition to suspected adenomyosis.. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records:device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: event uti, apareunia, nausea, dysmenorrhea, dyspareunia, weight gain, abnormal bleeding, stomach pain, cramping, device embedded, headache, vaginal pain, novasure endometrial ablation performed with essure insertion added and event perforation nos was updated to uterine perforation and event pregnancy (stillbirth) was updated to pregnancy with essure - embryo in tube and coded to ectopic pregnancy with essure micro-insert. Outcome of event pelvic pain, abdominal pain updated as recovering and for event stomach pain, cramping, genital bleeding updated as recovered. Concurrent condition, lab data, reporters, lot number, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/uterine perforation"), embedded device ("embedded in the myometrium of the fundus of the uterus"), ectopic pregnancy with contraceptive device ("pregnancy with essure - embryo in tube"), menorrhagia ("increase in menses / abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 42-year-old female patient who had essure (batch no. 625636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 and knee pain. Concurrent conditions included vaginitis, back pain, fungal cystitis, osteoarthritis (both knees), myalgia, pelvic discomfort, dysuria, chest pain and morbid obesity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain upper ("stomach pain"), abdominal pain lower ("cramping"), headache ("headaches") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, ectopic pregnancy with contraceptive device, intra-abdominal haemorrhage, migraine, fatigue, vaginal discharge, urinary tract infection, female sexual dysfunction, nausea, dyspareunia, weight increased, headache and vulvovaginal pain outcome was unknown, the menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain upper, abdominal pain lower and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: outcome of the pregnancy was reported as termination (embryo was in tubes) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed placement and full occlusion of tubes; on (B)(6) 2008: no evidence for contrast filling or spillage of contrast from the fallopian tubes. Pathology test - on an unknown date: uterus and cervix, total abdominal hysterectomy: endometrium with cyst atrophy and exogenous hormonal effect unremarkable myometrium no atypical proliferations identified. Ultrasound scan - on an unknown date: uterus 4.5 x 4.8 x 5.3cm, ems 3.2mm poorly defined secondary to ablation, anterior adenomyosis essure coils present right ovary 1.4 x 2 x 0.9cm left ovary 2.3 x 1.3 x 2.0cm; on an unknown date: visualizes them embedded in the myometrium of the fundus of the uterus in addition to suspected adenomyosis. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records:device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal). Outcome of event dysmenorrhoea, menorrhagia was updated. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses"), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on or about (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, abortion spontaneous, pregnancy with contraceptive device, intra-abdominal haemorrhage, pelvic pain, abdominal pain, menorrhagia, migraine, fatigue and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, perforation, pregnancy with contraceptive device and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed placement and full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.